Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported both that the patient never had therapeutic effect and a loss of stimulation and therapeutic effect. The patient used therapy at night and at first it was helping but then was not taking away as much pain as she anticipated. The patient wanted the system explanted due her desire to get the pump. The system was explanted at the same time the pump was implanted. At the time of the report that patient was alive with no injury.

Event description:
Additional information received reported that the cause of the event was a painful pocket site and poor stimulation coverage. There were no abnormal impedance measurements, no implantable neurostimulator (ins) inversion or battery depletion, and no lead or extension issue. The ins and lead were explanted and replaced by a pain pump. It was unknown if the device would be returned to the manufacturer for analysis. The patient had no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain at the implantable neurostimulator (ins) site. The patient was not receiving pain relief in her painful areas. She had not used her ins since february and it was explanted on 2013 (B)(6). It was unknown if the devices would be returned to the manufacturer for analysis.